Manufacturer narrative:
The reported event was confirmed as cause unknown. An evaluation observed hair inside the meter. A potential root cause for this failure mode could be defect contributed by vendor or customer/ improper handling/ unclean machine /working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the user found foreign material inside the tray after the catheter was placed into the patient's body. Immediately the catheter was replaced with another one. Per email received from the investigator on 23-jul-19, the foreign material that looks like a hair was found inside the meter.